Event description:
Patient had surgery into the peritoneal cavity for removal of a mass near the rectosigmoid junction. A defect was created in the mesentery and the gia 75 mm green stapler was used to ligate below the rectosigmoid junction. Attention was then turned to the more proximal end of the bowel. The middle branch of the left colic was then identified and taken as part of the resected segment. Just beyond this, a defect in the mesentery was created through which the gia 75 green load stapler was advanced, and the colon was again ligated. With the segment to be resected held tautly, the mesentery was scored. This was then removed near the base of the mesentery using kelly clamps, silk ties and continuity. Bed was inspected for hemostasis. Attention was then turned to the anastomosis. A side to side anastomosis was lined up and stay sutures of 2-0 silk were placed proximally and distally. The bowel was opened, and the gia 75 stapler with a vascular load was placed down each limb of the bowel. This was inspected and found to be adequately on the antimesenteric border with no encompassment. At this point, the stapler was fired and the anastomosis was created. End of bowel was closed primarily with a running suture of 3-0 vicryl and with lembert stitches of 3-0 silk pop-off sutures. Anastomosis was again inspected and found to be widely patent. Abdomen was irrigated, suctioned and cleaned. Patient returned to the hospital after they were released, and a second surgery was scheduled for three days later. That surgery showed ileus with disrupted staple line of the colonic anastomosis with approximately two liters of stool in the abdomen. Radiologist re-examined x-rays taken when patient returned to the hospital, and was unable to see a staple line.